Event description:
Hosp sicu personnel responded to a person in cardiac arrest. The device was connected to the pt with a defib adapter and disposable defibrillation/ECG electrodes. According to the reporter, the device would not charge when the charge button was pressed. The defib adapter was removed from the device and placed in a backup defibrillator that subsequently shocked and resuscitated the pt.